Event description:
Experienced hypoglycemia, requiring hospitalization. The first injection with insulin using the medi-jector was given in the thigh. He injected 28 units giving a dry injection. He experienced hypoglycemia throughout the day. Later afternoon needed to be admitted to ER. He stayed 3 hrs and was discharged.